Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 3 of 3 see 1920664-2016-00478, and 00479.

Event description:
The cutter stops working in mid stream. The surgeon has to lift up his foot from the pedal and then press it down again for the cutter to work. Additional information: the cutter is at 5000cpm when this occurs. This has been happening intermittently over time, no date of event. There has been no injury to patients and no need for medial intervention.

Manufacturer narrative:
Evaluation completed. Received sealed bl5425v pack from lot v7875. The expiration date on the label is 2018-02-07. The returned sample was opened for inspection and tested. No defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and had continuous cutting. The cutter did not stop during functional testing. Report 3 of 3 see 1920664-2016-00478, 00479.